Event description:
It was reported when the device was used during a lower anterior resection there were no staples noted in the tissue. The case was completed using sutures and performing a temporary colostomy. There were no other pt consequences.